Event description:
It was reported: during a l5/s1 transforaminal interbody fusion (tlif) surgery, the inserter instrument would not disengage from the expandable intervertebral body fusion device (ibd) implant after the ibd device was placed in the interbody space. The surgeon released the ibd cage by rotating the inserter handle in a clockwise direction approx. 90 degrees. This caused the ibd cage to slightly rotate as well. The decision was made to leave the cage in that position as it was decided it would not pose an issue for the patient. The surgery was delayed approx. 5 to 8 minutes, in which the surgeon tried several different things to free the inserter from the cage and to determine if the cage should be repositioned. The cage was implanted at the l5/s1 level. There was no reported injury to the patient. Concomitant device - (B)(4) inserter.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.